Event description:
A report was received via the FDA medwatch medical products reporting program dated 6/6/06. Physician reports consumer was diagnosed with fusarium keratitis of the left eye in 2005. History of use of renu with moistureloc multi-purpose solution from 1/1/05 to 10/1/05. Subsequent communication with the physician: treated with fortified vancomycin and tobramycin drops when first seen in the ER. Physician first saw consumer the next day. Fungal stain performed one day later - reported positive for yeast three days later and was started on natamycin drops and oral diflucan. Currently, consumer has a paracentral stromal scar with visual acuity of 20/25 - depending on ambient light, consumer may notice glare.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.